Event description:
Additional information was received from the area representative indicating the patient underwent generator replacement surgery due to end of service. Diagnostics performed at the time of replacement on the new generator were within normal limits in accordance to the area representative. At the moment good faith attempts to confirm the reported high lead impedance have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a company representative that high impedance was found upon review of programming history for the device. At the moment, good faith attempts to obtain further information have been unsuccessful to date.